Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The power cord on the robot continues to come out of the socket. Upon arrival, although the cord was in the socket, it would not sit in the socket, therefore the robot had been sitting uncharged for multiple days. I had to sit there for 10 minutes holding the cord in place to retain enough power to even turn on. Once turned on, we went through presurgery checks, where it came out and could not go back into the socket before dying twice. I finally was able to make it through presurgery checks and even get the robot registered. When I lifted the robot up from registration, the cord became loose again, despite my best efforts, it would not seat in time before the robot fully died, loosing the registration. The scrub tech then had to rehome and reregister twice before we were able to successfully regain power by having my recon rep, sit on the ground the entire case and carefully hold the cord in place. All of the above was done while the patient was under anesthesia in the room. Case type tha & tka.

Manufacturer narrative:
Reported event: the power cord on the robot continues to come out of the socket. Upon arrival, although the cord was in the socket, it would not sit in the socket, therefore the robot had been sitting uncharged for multiple days. I had to sit there for 10 minutes holding the cord in place to retain enough power to even turn on. Once turned on, we went through presurgery checks, where it came out and could not go back into the socket before dying twice. I finally was able to make it through presurgery checks and even get the robot registered. When I lifted the robot up from registration, the cord became loose again, despite my best efforts, it would not seat in time before the robot fully died, loosing the registration. The scrub tech then had to rehome and reregister twice before we were able to successfully regain power by having my recon rep, sit on the ground the entire case and carefully hold the cord in place. All of the above was done while the patient was under anesthesia in the room. Device evaluation and results: product not available for investigation purposes. Product history review a review of the DHR associated with rob565 found quality inspection procedures successfully passed. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the product was not available for evaluation. Three communication attempts were made and appropriate information was not received. If device and/or additional information become available, this investigation will be reopened. The failure mode could not be confirmed because the product was not available for evaluation. Three communication attempts were made and appropriate information was not received. If device and/or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The power cord on the robot continues to come out of the socket. Upon arrival, although the cord was in the socket, it would not sit in the socket, therefore the robot had been sitting uncharged for multiple days. I had to sit there for 10 minutes holding the cord in place to retain enough power to even turn on. Once turned on, we went through presurgery checks, where it came out and could not go back into the socket before dying twice. I finally was able to make it through presurgery checks and even get the robot registered. When I lifted the robot up from registration, the cord became loose again, despite my best efforts, it would not seat in time before the robot fully died, loosing the registration. The scrub tech then had to rehome and reregister twice before we were able to successfully regain power by having my recon rep, sit on the ground the entire case and carefully hold the cord in place.all of the above was done while the patient was under anesthesia in the room. Case type tha & tka.